Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of her mother alleging the one touch ultra soft lancing device was not firing. The medical affairs specialist sent follow up questions for the technical service representative (tsr) to ask the patient. The reporter stated the patient has not tested her blood glucose for 2 months since the issue started. In late 2007, the customer blacked out, fell and broke her arm and leg. It is unknown why she blacked out and fell. Prior to blacking out, the patient felt tired and had gone to bed. She had been feeling tired for a while because she needed to look after her ill husband. The patient did not seek medical attention for two days after she fell because she was worried about what she had done. It is unknown why she was worried. She was then taken to the hospital by the ambulance two days after she blacked out. The patient was given glucose injections by the medical staff to bring up her blood sugar. The patient and reporter do not know what her blood glucose results were at the hospital. The patient tests her blood sugar every other day and could not tell lifescan how she uses her meter readings. The patient states that had she been able to test her blood sugar during the past two months, she would have eaten better. The patient takes tolbutamide 500 mg three times per day and metformin 850 mg three times per day. Besides diabetes, the patient has an unknown heart condition along with high blood pressure, breathlessness, and an unknown eye condition. The patient has been eating healthier since the time of concern because her daughter is staying and looking after her and her husband. The tsr determined during the troubleshooting telephone call, the product was not new and the patient was using the product according to the instructions. This complaint being reported because the patient alleges her lancing device was not firing properly and afterward she blacked out and fell. The patient claims she was transported by ambulance to a hospital and treated with glucose injections.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, strips, and lancing device for evaluation, but has not yet received them. If any of the products are returned, lifescan will evaluate it/them and, if any of the products do not pass inspection, lifescan will inform FDA of the results in the supplemental report.